Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module/us probe. In addition, our technician confirmed that the segment fluid damage, the insertion flexible tube compressed (short in length), and the operation channel (primary) leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).